Manufacturer narrative:
It was reported that the patient was implanted an unknown zimmer hip on n june 24, 2004. The patient was revised on an unknown date due to pain. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Trend analysis: n/a as no reference number was available. The compatibility check was performed and showed that the product combination was approved by zimmer. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer reference number of this case (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that a patient was implanted on (B)(6) 2004 a hip system, exact product information are unknown, on the left side. The patient was revised on an unknown date due to pain in the right buttock.